Event description:
Patient had egd (esophagogastroduodenoscopy) and ph bravo placed. Bravo box was new and had never been used on a patient. Box and case were returned cracked and damaged. Biomed was called and was able to put box together, so study could be uploaded. Spoke with mom to ask if they could remember damaging the equipment. Mom denied any problems. Family returned the equipment broken and when mom was asked what happened, she informed the team member that it wasn't her or her son's fault, it was probably someone from the hospital who picked it up and dropped it on the way to the unit. Bravo box was under warranty, replacement was sent, and clinical engineer tech sent broken box back to the manufacturer.